Event description:
No blood glucose levels reported. It was reported that the customer has been receiving motor error alarms and no delivery alarms from the insulin pump. It was also reported that the customer was having difficulty managing blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.